Event description:
During an ercp, a wilson-cook spiral-z expandable metal biliary stent introduction system was used to maintain patency of a biliary stricture. Resistance was encountered during stent deployment, causing difficulty in maintaining position. Once the stent was deployed, the position did not cover the entire strictured area. The physician removed the metal stent with forceps. A plastic stent was successfully placed. The patient was reported to be in stable condition. The instructions for use for this product line contain the following warning: "this stent is not intended to be removed. Attempts to remove the stent after placement may cause damage to the surrounding mucosa. The spiral z-stent is considered to be a permanent implant."